Manufacturer narrative:
Mean age of patient cohort. 68.7% of patient cohort was male. Literature article published date long-term results of tapered stents in endovascular treatment of carotid stenosis ann vasc surg 2017; 45: 79¿84 http://dx.doi.org/10.1016/j.avsg.2017.06. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The journal article explores a study aiming to investigate the impact of stent configuration (tapered stents vs straight stents) on perioperative and long-term results in endovascular treatment of carotid stenosis. During the study period, 1368 carotid artery stenting (cas) procedures were performed at the facility. The mean age of the patient cohort was 71 years and 940 patients were male (68.7 %). In 485 cases, tapered stents, including protégé and cristallo ideale were used while in 883 cases cylindrical stents including exponent were used. During the follow up period, tia occurred in 39 patients and 20 patients suffered strokes. Cases of restenosis were also recorded. Immediate conversion to carotid endarterectomy with stent removal was necessary in 4 cases for stent occlusion or malposition of the stent. The study concluded that the use of conic stents appears to be associated with similar perioperative results when compared with the straights stents.